Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the internal leakage test, pressure transducer test, flow transducer test and safety valve test failed during pre-use check. The expiratory channel printed circuit board has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Expiratory channel printed circuit board contains electronics including microprocessor for handling of expiratory flow measurement, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. The root cause to the reported issue has not been determined.